Manufacturer narrative:
A secondary MDR was reported under 3014526664-2022-00123 as there are two stents associated with the same event/patient. The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred; the cause of the post-operative complication is unknown, therefore, the complaint will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. A supplemental MDR will be submitted if additional information is received.

Event description:
It was reported that approximately 72 hours post tcar, the patient experienced neurologic changes (expressive aphasia) and demonstrated multiple small infarcts with thrombosed stent. The physician suspected plavix resistance and chose to switch the patient's medication to brilinta. Additional information indicated this event was an embolic phenomenon and the symptoms had not yet resolved. As the stroke symptoms occurred approximately 72 hours post tcar procedure, it was deemed that the thrombus in the stent resulted in the embolic phenomenon.